Event description:
At the end of the dialysis session, a smalll bleeding was seen from the proximal end of the bifurcation about 1 cm from the catheter entry into the skin tunnel. Two small holes were noticed at the proximal end of the bifurcation when the catheter had been removed. Catheter placed in 2001.